Manufacturer narrative:
Additional manufacturer narrative: updated sections d4-expiration date, (type of investigation). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 27mm aortic valve implanted for 19 years, two months underwent redo aortic valve replacement due to unknown reasons. A 25mm valve was implanted in replacement. The patient was in recovery. Per the implant data card, the explant was due to a deficiency in the original device.